Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported after use of the bd insyte¿ autoguard¿ bc shielded IV catheter when pressing the button, the needle didn't retract properly. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: our quality engineer inspected the sample provided. A device history record review showed no non-conformances associated with this issue during the production of this batch. The sample was received in an opened package from lot number 6237829. The unit consisted of the needle safety barrel assembly and the needle cover. It was observed through the visual/microscopic examination that the needle was partially retracted into the safety barrel leaving the needle tip exposed. There was damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional testing was conducted where the needle was pushed and repositioned in the out position followed depressing the button. The retraction was unsuccessful through the testing therefore confirming your reported issue. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. Conclusion: the root cause is determined to be related to the manufacturing process. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.